Manufacturer narrative:
Pump received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. Compromised forced sensor alarm received during the basic occlusion test due to protruded/loose drive support disk.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was 290 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.